Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed ¿no disposable clamp tubing.¿ the alarm was silenced, pump settings were reviewed with the reservoir volume being 8.8 ml, continuous rate 1.6 ml per hour, volume given 66.25 ml), and the pump was powered off. The tubing was clamped, and the cassette was removed. The patient was instructed to gently tap the bottom of the cassette on a hard surface and massage the tubing to release any air bubbles present. The cassette was reattached, the pump was powered on, but the alarm persisted. Trouble shooting was repeated but the alarm persisted. The pump was powered off, tubing remained clamped on the patient was instructed to call the clinic when it opened in the morning for further instructions. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.